Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after confirmation with the sales via phone on 29-sep-2024,one of which the correct lot number is "tpmdrc"the quantity of product involved is 1ea and the other lot number is "tmmjae", the quantity of product involved is 1ea.

Event description:
It was reported that a patient underwent a partial abdominal gastrectomy + abdominal incision and drainage + intestinal adhesion lysis procedure on (B)(6)2024 and suture was used. During the suturing of the tissue, the problem of pulling off suture needle happened, making it impossible to continue suturing. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: 1. Please clarify if the seven additional devices were used on the patient 2. Please clarify how many devices was used on this single procedure --contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned to ethicon for evaluation. One empty foil and one winding former with seven detached needles, five undispensed sutures and one needle-suture piece were received for analysis. The sample pertain to the product code vcp752d which is a control release and requires eight strands per packet. During the visual inspection of the detached needles, the swage and attachment area were noted to be as expected. The barrel holes were examined under magnification for suture remnants, and none was observed. The sutures ends were examined and there isn¿t sufficient impression at the swage end, resulting in a light swage. The needle suture piece was examined, and light swage was observed on the needle. In addition, the functional test was performed using instron equipment, and the pull force results met the requirement. Based on the information currently available, the light swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the quality system.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: after confirmation with the sales via phone on (B)(6) 2024, the involved quantity and quantity to be returned should be 2ea.